Event description:
A malfunction was reported on a pump, characterized by a code labeled as malf 14. There was no adverse impact to the customer's blood glucose level as it did not exceed concerning thresholds. Technical support provided pump reset information and assisted the customer in resetting the device. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.